Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag qualitative ii, list number 08p10-22, that has a similar product distributed in the us, list number 8p10-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results for a female patient. The physician questioned the result as it was not consistent with the patient¿s clinical observation. The customer sent the sample to a reference lab and hbsag confirmation (unknown method) along with anti-hbc were both positive. The patient was retested in april 2024 and the hbsag result was nonreactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6). Alinity I hbsag qualitative ii results = 29.04 s/co, 29.74 s/co, 29.78 s/co, 29.4 s/co. Reference lab results: hbsag confirmation (unknown method) = positive, anti-hbc result = positive. Other results provided: hbsab = 0.5; rubella g = 3.2; hiv = 0.05; vzv = 1.72; syphilis tp = 0.56. (B)(6) 2024 sid (B)(6). Alinity I hbsag result = 0.46 s/co (nonreactive) reference lab result: anti-hbc result = negative. Other results provided: hbsab = 0.7; rubella g = 2.5; hiv = 0.08; vzv = 1.50; syphilis tp = 0.63 there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 50362fn00 and complaint issue. The historical performance of the alinity I hbsag qualitative ii reagent was reviewed using field data from customers worldwide. The median patient result for lot 50362fn00 is within the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent for lot 50362fn00 was identified.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results for a female patient. The physician questioned the result as it was not consistent with the patient¿s clinical observation. The customer sent the sample to a reference lab and hbsag confirmation (unknown method) along with anti-hbc were both positive. The patient was retested in (B)(6) 2024 and the hbsag result was nonreactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6). Alinity I hbsag qualitative ii results = 29.04 s/co, 29.74 s/co, 29.78 s/co, 29.4 s/co reference lab results: hbsag confirmation (unknown method) = positive, anti-hbc result = positive. Other results provided: hbsab = 0.5; rubella g = 3.2; hiv = 0.05; vzv = 1.72; syphilis tp = 0.56. (B)(6) 2024 sid (B)(6). Alinity I hbsag result = 0.46 s/co (nonreactive) reference lab result: anti-hbc result = negative. Other results provided: hbsab = 0.7; rubella g = 2.5; hiv = 0.08; vzv = 1.50; syphilis tp = 0.63 there was no impact to patient management reported.